Event description:
After pipetting an htlv I/ii plate on summit it was observed that no sample was added to wells a3 and a5. No error was generated. No death or serious injury was associated with this incident.